Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The initial report number is (B)(4)_MDR_3001421318-2023-01522. The final report has number (B)(4)_MDR_3001421318-2023-03511. Cause investigation and conclusion: hamilton medical ag has not received the battery for investigation. However, the technician on site informed us about the following: the root cause was identified as a defective battery. Even though the battery had an indicated soh > 50%, it could only be charged in the hamilton-t1 to 1%; while the hamilton-t1 signaled erroneously that the battery would be fully charged. An external reconditioning (recharging) was not possible either. Without further details provided, it could not be further identified if the battery had reached the end of service life. No serial number for the battery was provided. The correction was limited to an exchange of the defective battery. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested. The serial number of this device could not be determined. Therefore, the complete UDI could not be determined either.

Event description:
The following was reported to hamiton medical ag: battery has soh > 50% is charged in t1 to 1%, t1 signals battery full. No reconditioning in external charger possible. Danger!: device is identified as fully charged after an external check -> is used and device switches off because the battery is empty! No patient involvement as it occurred during a workshop organized by hamilton's service partner in germany.

Event description:
The following was reported to hamiton medical ag: battery has soh > 50% is charged in t1 to 1%, t1 signals battery full. No reconditioning in external charger possible. Danger!: device is identified as fully charged after an external check: is used and device switches off because the battery is empty! No patient involvement as it occurred during a workshop organized by hamilton's service partner in germany.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The initial report number is (B)(4) MDR 3001421318-2023-01522. The final report has number (B)(4). Cause investigation and conclusion: hamilton medical ag has not received the battery for investigation. However, the technician on site informed us about the following: the root cause was identified as a defective battery. Even though the battery had an indicated soh > 50%, it could only be charged in the hamilton-t1 to 1%; while the hamilton-t1 signaled erroneously that the battery would be fully charged. An external reconditioning (recharging) was not possible either. Without further details provided, it could not be further identified if the battery had reached the end of service life. No serial number for the battery was provided. The correction was limited to an exchange of the defective battery.